Event description:
It was reported by the rep that (1) tsw35 was used during an laparoscopically assisted vaginal hysterectomy procedure. It was reported that the instrument would not fire. Another instrument was pulled and the case was completed without consequence to the pt.